Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/31/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported had pain and difficulty walking and getting up form sitting position. Medical records reported prominent heterotopic ossification adjacent to greater trochanter per radiology report, painful range of motion and ambulation, and aspiration of cloudy, grayish fluid. Primary surgical report noted 500ml blood loss and patient had post-op complications being extubated related to fact he had smoked crack cocaine the morning of surgery. Revision surgical report noted trunnionosis but no joint fluid or signs of metal on metal reaction within tissues. Patient lab results for metal ions were greater than 7 parts per billion for cobalt. Stem added to complaint for trunnionosis and elevated metal ions. Part/lot updated for liner and head. The complaint was updated on: apr 20, 2016.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain.